Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) when testing for measurements during an attempted implant of a cardiac resynchronization therapy defibrillator (crt-d). However, there was confirmed capture through the device and through pacing system analyzer (psa) testing. The physician decided to implant another device instead. The lead remains in use. No adverse patient effects were reported.